Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reported foreign material/dirt in the channel could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that could result in the retention of foreign material and it is not known if the facility device reprocessing was implemented in accordance with the IFU, however , the issue was likely the result of insufficient device cleaning/reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. The device evaluation found the following: there was residual liquid or foreign material that came out of the channel tube, due to corrosion on the angle mechanism the bending section could not be controlled at all, due to a pinhole on the channel tube the water tightness was lost, the distal end had discoloration, the bending section cover rubber had discoloration, the adhesive on the bending section cover rubber had a chip, the up/down plate was sticky, the universal cord was sticky, the light guide bundle was slipping down, due to damage on the charged coupled device unit a foggy image occurred, due to a chip on the objective lens a flare or ghost occurred, and the control unit was sticky due to water leakage.the customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer aspirated water through the instrument/suction channel and wiped/brushed the instrument channel outlet with a lint free cloth, sponge or brush, and brushed the instrument channel, instrument channel fort and suction cylinder with no reported delays in the precleaning and no abnormalities were observed.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the uretero-reno videoscope had black dirt come out from the channel during device reprocessing after a transurethral stone crushing tul procedure. The procedure was completed with the same device. No patient/user harm or procedure was involved with this event.

Manufacturer narrative:
This report is being supplemented to provide information based on additional findings of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the additional investigation findings, a definitive root cause of the observed angle malfunction issue could not be determined, however, the issue was likely the result of an observed leak in the forceps channel and the inside of the endoscope, resulting in corrosion of the angle mechanism, such as rust on the sliding parts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. The device evaluation found a black stain was present in the channel, and foreign material at the tip of the device. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer aspirated water through the instrument/suction channel and wiped/brushed the instrument channel outlet with a lint free cloth, sponge or brush, and brushed the instrument channel, instrument channel fort and suction cylinder with no reported delays in the precleaning and no abnormalities were observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the uretero-reno videoscope had black dirt come out from the channel during device reprocessing after a transurethral stone crushing tul procedure. No patient/user harm or procedure was involved with this event.